Event description:
The clinician reports the implant was inserted (B)(6)2024 in ada 5. Details of surgery: implant surface not completely covered with bone. On (B)(6)2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.